Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when connecting to the hotline fluid warmer and turning it on, the reservoir's circulating water leaked through the distal end (connected to the patient's IV). No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: update not required. Additional event information received.

Event description:
Additional information received on 18-nov-2022 via email: they don't have any information about patient because the event appeared when the staff were preparing the operating room.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One (1) video was attached, during evaluation the analysis conducted it could be observed a male luer of a l70 which water is come from inside of the fluid path; however, it is not possible confirm the source of the water, thus failure mode reported can not be confirmed. No testing could be performed because no samples were provided to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).